Manufacturer narrative:
The product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A surgeon reported that during an intraocular lens (iol) implant procedure, there was a small crack in the optic found during iol injection. Additional information was provided indicating that the procedure was completed with a standby lens.